Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, the patient's right iliac was small in diameter due to calcium. The right iliac was shock wave and dilator and the esheath inserted without issues. At the end of the procedure several perclose were used and bleeding was noted at the right access site. An extravagation was noted of the right iliac. A decision was made to cutdown to repair the right iliac. The patient was stable. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).